Event description:
The pt received radiation burns from this x-ray system. This was diagnosed by a discoloration of their skin.

Manufacturer narrative:
Eval results, and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.